Event description:
The pt's symptoms were unimproved since implant. A volume discrepancy greater than 25% was found, with an expected reservoir volume of 8.1 ml and an actual reservoir volume of 38 ml when the hcp went to refill the pump with baclofen 1000 mcg/ml. The decision was made shortly after the refill to put baclofen 500 mcg/ml back into the pump since it was a new implant and they are not sure of the pt has been receiving any drug. The hcp believes there is an issue with the catheter. The pt's pump contained compounded baclofen. The pt outcome was not reported.